Event description:
It was reported by service report that the fowler was drifting. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: fowler clutch assembly.